Manufacturer narrative:
The event occurred in another country.

Event description:
Customer reportedly received the following results on the compact plus within 10 minutes: 0.9 mmol/l and 3.8 mmol/l. 0.9 mmol/l and 5.3 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent